Event description:
It was reported that during a follow-up visit, the physician observed a bd alert, the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will not return, the physician did not require analysis to be performed on this device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.